Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-g was evaluated. Shorting inside the on/off power button created an electrical short across the button which resulted in the button being activated even when not physically pressed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device spontaneously powers off. There was no patient impact or consequence reported.

Event description:
The customer reported the device spontaneously powers off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: k7p 2y5 h3 other text : device not returned.